Manufacturer narrative:
Approximate age of device - 3 years, 2 months. Review of the submitted log file confirmed the reported pump stoppage events while the patient was operating on the power module and appeared consistent with a potential percutaneous lead wire compromise. The replaced portion of the percutaneous lead (lead) was returned for evaluation. Continuity testing of the lead in its returned condition found all wires were electrically intact. Breakdown of the braided shield was noted adjacent to the metal connector and approximately 2-3¿ from the metal connector in the approximate location of the terminus of the distal end bend relief. Examination of the underlying wires under a microscope revealed a small breach in the yellow wire insulation approximately 3¿ from the metal connector, exposing the inner conductors. The observed damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If the exposed conductors of the compromised yellow wire contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the and pump stoppage events recorded in the system controller log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump stoppage. Review of the submitted log file by the manufacturer's technical services representative revealed the pump stoppages occurred while the lvad was connected to the power module. It was reported that the patient was asymptomatic. On (B)(6) 2016, a percutaneous lead repair was performed by the manufacturer's technical services representative and preliminary data suggests that the repair was successful. The patient would continue to be monitored on a grounded patient cable for a few days before returning home. No further information was provided.